Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient stated the purewick urine collection system did not suction. Representative did water test, it failed. Replacing system under warranty. Used with flex wicks. No additional information provided. Troubleshooting did not resolve issue.

Event description:
It was reported that patient stated the purewick urine collection system did not suction. Representative did water test, it failed. Replacing system under warranty. Used with flex wicks. No additional information provided. Troubleshooting did not resolve issue.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as a suction failure. Submitting the investigation details as additional information. The reported event was confirmed, cause unknown. Visual evaluation of the returned sample noticed one opened (without original packaging) pw collection system with accessories (external power cord). There were light and sound indicating function. Once the device was opened up, there was a small residue on the base and the rim. Further inside, there was mild residue and corrosion on the returned pcba. There was also a mild amount of red and yellow residue in the inner tubing next to the motor. Functional evaluation of the returned sample noticed the device failed tm0301240, revision 3 with a value of 0.193 slpm at device start and 0.249 slpm at 10 seconds with the returned pcba and battery. The device failed tm0301240, revision 3 with a value of 0.223 slpm at device start and 0.255 slpm at 10 seconds with the in-house pcba and returned battery. The device failed tm0301240, revision 3 with a value of 0.243 slpm at device start and 0.252 slpm at 10 seconds with the in-house pcba and battery. Labeling was reviewed for this investigation, and the labeling is found to be adequate as it states: failure to clean and/or replace accessories may affect the performance of the system. The useful life of the collection canister and tubing is 60 days. Instructions for use was reviewed for this investigation. It was found to be adequate as it states "although the canister can hold up to 2000cc (ml), the urine should be emptied regularly from the collection canister before volume reaches 1800cc (ml). Failure to empty canister before urine overflow may cause damage to the purewick urine collection system and is not covered under the warranty." As the product is not sold sterile and the reported event was not related to sterilization, a sterilization record review is not required. As the reported event does not involve a serviceable capital equipment device, a service history review is not required. As there are no known relevant retain samples to review, a retain sample analysis is not required. The results of the DHR review did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional action is required at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.